Manufacturer narrative:
Approximate age of device ¿ 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a driveline infection with internal pocket drainage. Driveline infection was first observed in (B)(6) 2018. Patient has been treated with on several antibiotics, both oral and infusion. Most recently, the patient was given rifampin and certafoline. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not conclusively be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.